Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 10-oct-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending (lad) artery. A 24 x 2.50 promus element stent was then advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.   Device evaluated by MFR: 2.50 x 24 mm promus element, mr, ous stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent rows 1-2 and damage to 2 central rows. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.